Event description:
It was reported that the customer was using the sensor but it was not working for her, so she stopped using it. Customer stated that she went to the hospital twice. Customer was hospitalized on (B)(6) 2015 with a blood glucose level of 544 mg/dl. Customer's current blood glucose level is 171 mg/dl. Customer was vomiting, had fever, nausea, and septic shock, and an infection in their blood. Customer also had diabetic ketoacidosis. Customer treated with a bolus. Customer was also hospitalized on (B)(6) 2015 with a blood glucose level of 313 mg/dl. Customer could not get her blood glucose level down. Customer had an infection. Troubleshooting was performed but customer declined to perform the high pressure test. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.